Event description:
It was reported that during the deployment of a bi-wing injex anchor in a cadaver lab session, the bi-wing anchor deployed with serious difficulty (lots of strength required), and then the proximal end folded over on itself. The proximal end was forced over on the outside. The healthcare professional instructed observers to use the slitting tool and remove the anchor if this happens during a real implant.

Manufacturer narrative:
(B)(4).